Event description:
A 4.0 mm diameter x 24 mm length driver rx coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. Lesion morphology was reported to be non-calcified with severe tortuosity and 90% stenosis. The lesion was not pre-dilated. It was reported that the physician inserted the driver sds in an attempt to direct stent, however the stent caught in the tortuous vessel and dislodged. The un-deployed stent was pulled back into the guide catheter with a snare and was successfully removed. The cause was completed with a second driver. The pt is stable. Eval summary: medtronic has received the device and its analysis has been completed. There were slight bends at points along the shaft of the device. The balloon pillows were evident. The crimp/bake impressions were evident on the un-inflated balloon. The distal tip was slightly stubbed. There was blood residue evident on the stent. The stent was deformed and stretched on one half and a strut was lifting on the other half. The cd procedural images review: the cd provided contained 33 procedural images. The vessel morphology at the proximal to mid vessel bend and further distal towards the mid vessel appeared to be tortuous and was highly stenotic. The advancement of the driver rx stent was most likely impacted by the vessel morphology at the most proximal bend. Subsequent procedural images showed the successful snaring and removal of the dislodged stent and the subsequent ballooning and stenting of the mid to proximal rca. The stent was inspected prior to use reporting no issues. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(Secondary intervention) - eval results - severe tortuosity and 90% stenosis. Stent dislodgement. Eval conclusions - severe tortuosity and 90% stenosis.